Event description:
It was reported that the patient presented via merlin.net transmission with their implantable cardioverter defibrillator (ICD) in backup mode. Therefore, the patient was brought into the clinic and their ICD was reprogrammed and restored successfully. The patient was in stable condition before, during, and after the procedure.